Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: the distal tip is torn axially and radially, along the distal edge of the liner. There was a missing piece separated from distal tip. There was material stretching along the tear with a slanted score line present. There was soft tip damage. The liner has slightly darker tint. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The report event of distal tip torn and system components separate during use was confirmed per evaluation of the returned device. Available information suggests that improper tip expansion and procedural factors (high push forces) likely contributed to the event. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. High push forces applied during system advancement can contribute to tip tearing and subject it towards separation. There was no manufacturing non-conformances were identified during engineering evaluation. A review of the device history report and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per evaluation of the returned device, the liner appeared to have a slightly darker tint. Per the technical summary, the ptfe liner color is influenced by etching process controlled at the supplier. A darker ptfe liner is a cosmetic consequence of etching process variation, which has no impact on the function of the sheath. As such, available information suggests that user dissatisfaction may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards engineer, during wick push force testing with a 29mm sapien 3 ultra resilia valve, 4 esheath+ devices had radial tip tears. Additionally, the liners are noticeably darker than normal (dark brownish color). All prep was done as normal and per IFU/procedural manuals. Per images received, the distal tip on 1 device separated during testing.